Event description:
The customer reported that the insulin pump was caught while closing the car door by accident, and the device has cracks. The blood glucose reading was 230mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window and cracked end cap.